Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump never received the correct library during configuration. The configuration failed multiple times and the pump went to the customer without the correct library loaded. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Event description:
On (B)(6) 2023, infutronix received a report from a healthcare facility that an infusion pump had the incorrect library loaded. No patient was harmed reported.